Event description:
The customer obtained biased pt results for glucose and cholesterol. Troubleshooting resolved this issue, and determined this scenario was consistent with a malfunction that could have caused a falsely elevated pt glucose result to be reported. There was no report of pt harm as a result of this event.